Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. One alarm appeared to possibly be related to the infusion set site. However, when the alarms have occurred there was no damage noted to the infusion set and tubing. The customer's blood glucose (bg) level ranged from 200 to 500 mg/dl. An insulin injection was used to address the high bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.